Event description:
Pt implanted into the nasolabial folds. Vasotec, premaria, provera, vitamen e, calcium, minocycline, head elevation, cool compresses and bacitracin prescribed to 12/08/1997. Onset of infection and implant displacement in nasolabial fold area 12/15/1997. 12/17/1997 septra prescribed. 2/10/1998 removal difficulties in explanting device. Septra and bacetracin prescribed.